Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from (B)(4) to 09/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pc unit displayed system error 133.090. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed npi 8015 error 133.6090. Tsc tech - customer powers on device 8015 with system error 133.6090. Assisted customer to identify problematic error location. Customer to interchange the serial I/o board assembly to isolate problem fault. Customer to repair/ replace the serial I/o board assembly. If any further concerns are identified, customer will give a call back. End call. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue was customer powers on device 8015 with system error 133.6090. H3 : device was not returned to manufacturing facility.

Event description:
It was reported that the pc unit displayed system error 133.090. There was no patient involvement.